Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This investigation has been reopened because the patient has now been revised, and additional information has been provided. Depuy will notifiy the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving medical records. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation papers allege the following: friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into plaintiffs blood and tissue and bone surrounding the implant. As a result, plaintiff has been experiencing severe pain and discomfort and inflammation in his right thigh and groin. He also experienced a popping and snapping sensation in his hip joint when walking or moving to and from a sitting position. Patient resides in (B)(6). Complaint has been reopened because the patient was revised on (B)(6) 2012 due to metal-on-metal disease, metallosis, pseudotumor, and osteolysis. Also, this is a clinical patient.

Manufacturer narrative:
*** Update - complaint has been reopened because the patient was revised on (B)(6) 2012 due to metal-on-metal disease, metallosis, pseudotumor, and osteolysis. Also, this is a clinical patient. *** update: (B)(6) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Dob and weight added. **update**(B)(6) 2013 - medical records received. No new information received that would change the existing MDR decision. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege the following: friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into plaintiffs blood and tissue and bone surrounding the implant. As a result, plaintiff has been experiencing severe pain and discomfort and inflammation in his right thigh and groin. He also experienced a popping and snapping sensation in his hip joint when walking or moving to and from a sitting position.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/4/2016 medical records received. After review of the medical records for MDR reportability, lab values indicated metal ion levels below 7ppb. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Added: patient.

Event description:
Ppf alleges elevated metal ions but was already reported previously. Added stem due to alleged elevated metal ions. Updated impacted product details. Added lawyer, law firm, revision surgeon and revision hospital. Corrected date of revision and patient's residence. Doi: (B)(6) 2008; dor: (B)(6) 2012 (right hip).